Event description:
The customer stated that they were having control precision issues with multiple assays on the c702 analyzer. The customer indicated that the issues started occurring after a preventive maintenance had been performed on the instrument on (B)(6) 2016. The customer said that the field service representative has been there several times, but the issue continues. Seals, probes, and rinse tubing have been changed. The customer stated that they received an erroneous result for one patient sample tested for creatinine plus ver.2 (crea). The sample initially resulted as 1.0 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting as 0.7 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The crea reagent lot number was 13859001. The reagent expiration date was asked for, but not provided. The field service representative determined that the gear pump was not operating and that probes were being rinsed at a lower water pressure. He repaired pinched wires which supply power to the gear pump. He replaced the gear pump head, the gear pump, and a printed circuit board relay. He repaired a damaged ribbon cable between the printed circuit board relay and a different printed circuit board as these were cut. He adjusted the gear pump pressure. Mechanism checks were completed and proper gear pump pressure was confirmed. The customer ran quality controls for all tests and all controls passed. The customer has stated that they have no further issues.